Event description:
It was reported that the device was being used during a laparoscopic nissen procedure. It was reported that the harmonic handpiece locked out and gave a solid tone when using the lcsc5. And old hp052 handpiece was opened and the case was finished without incident.